Event description:
The abbot libre 3 plus system I purchased from h-e-b. Both sensors had system failures within the first 5 days of use. Called to get them replaced and the libre service team sent two more replacements and said to call them immediately if sensor error shows up again. After 3 hours of wearing the libre 3 plus my glucose had gone to a level below where it could be read so I called the libre service team back and they said they would send another one and had no help to fix issue and libre team said replace it which I still had to wait an hour for the new one to work which in a server low glucose episode is life threatening. Then after I did a little research and found that the two new boxes that were sent by the libre team were recalled in 11/2025. So, it seems they are still putting out inventory that was supposed to be recalled. And I've yet to check the boxes h-e-b sold me first because if those boxes were recalled as well, that's just malpractice. Doesn't just read lower than blood glucose. The libre 3 app showed glucose at 110 and checked my blood glucose on meter because I felt low and the meter check was 64. Pt code: 4582. Device code: 2588. Referenced reports mw5185247.